Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The positioning sensor unit (psu) was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding an imaging system being used outside off a procedure. It was reported that mobile view station (mvs) batteries were not holding charge longer than 2 minutes. There was no patient present.

Manufacturer narrative:
Analysis on the returned battery resulted in an electrical failure being found through performance testing. Analysis stated that the battery was unable to charge because the battery cannot hold a charge. While charging the battery, the uninterruptible power supply (ups) has a error light that indicates "replace batt". If information is provided in the future, a supplemental report will be issued.